Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 1363164), is related to case with patient identifier (B)(6) (lot number 1364185). The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough.

Manufacturer narrative:
Additional information d4 - no valid lot number. Correction - section e initial reporter address information was updated.